Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information reported that the blood vessel prosthesis implantation procedure was completed successfully. A pair of lumbar arteries was observed during the procedure and the physician occluded the arteries by suturing. A type ii endoleak was the suspected cause of the event and the stent graft was removed with no issues. It was further reported that the aui stent graft system was not explanted or replaced by a y graft. An intervention was performed. A laparotomy was done and the aorta was opened and the vessel wall at the aneurysm site was found to be very thin. The type ii endoleak from the lumbar arteries was ligated (there was an active endoleak coming the them). Thrombus was removed and then the physician confirmed there was no issue such as type I or type ii endoleak (although there was a slight ooze of blood like type IV endoleak) and the decision was made to leave the stent graft as it is and the site was sutured. The patient was discharged two weeks after the laparotomy procedure. A CT scan taken before the patient left the hospital, confirmed no issue. The patient restarted undergoing dialysis. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii aui stent graft system was implanted in a patient for the emergent endovascular treatment of a 79 mm diameter abdominal aortic aneurysm. The aortic neck was 24 mm. It was noted that the patient was started on dialysis treatment after implantation and follow up visits had not been made. A CT was done and the aneurysm was found to have expanded to approximately 10 cm. In order to avoid the risk of rupture, the decision was made to perform an intervention with explant of the stent grafts and implantation of a y graft by laparotomy rather than additional implantation of stent graft or coiling of the branches. The physician stated that the cause of the aneurysm expansion was anatomy related due to type ii endoleak originating from multiple lumbar arteries. The physician concluded that the type ii endoleak was inevitable because the lumbar arteries were not occluded during the index procedure. No additional clinical sequelae were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.